Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received from the hospital describing the event. The "tube" broke off to 90% perpendicular towards the injection direction with iol inside like a "butterfly". The tube made a 100 degree bend straight downward, pressing against the iris.

Manufacturer narrative:
Product evaluation: the cartridge, iol, and associated handpiece were returned for evaluation. Solution was observed in the cartridge. Only a small amount of solution was observed in the broken tip. The tip was broken from the cartridge. The tip is heavily stressed, and stretched on the posterior at the break. The cartridge shows evidence of being placed into a handpiece. The lens is stuck in the broken tip and partially extending beyond the tip. Both haptics are folded into the optic fold. The optic is torn/split. The tip was cleaned for further evaluation. The lens was removed from the tip during cleaning. Top coat dye stain testing was conducted with acceptable results. The associated handpiece was returned with viscoelastic observed dried in handpiece. The plunger moves freely with and without a cartridge. No abnormalities or damage observed. The handpiece was functionally tested using a cartridge, an approved lens model, and qualified viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The cartridge was placed into the handpiece. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridge and the associated iol product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of a qualified lens and handpiece. A non qualified viscoelastic was used. The tip was broken. The product investigation could not identify a root cause for the damage. Unusual force would be needed in order to create the observed broken tip. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The lens was partially delivered outside the tip. The break is in the location of the damaged stuck lens at the tip. Stress lines and stretching of the cartridge was also observed in that location which may indicate the stuck lens had a forced advancement. Top coat dye stain testing was conducted with acceptable results. Functional testing was conducted per the dfu with the returned associated handpiece with no resistance or damage observed to the sample lens and sample cartridge. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that during routine cataract surgery of the patient¿s right eye, the iol was at the tip of the cartridge, ready to be implanted. Inside the eye during implantation, the tip of the cartridge broke almost off from the ¿body¿ of the cartridge. The iol could neither be implanted, nor could the cartridge be removed from the eye. Iris damage and prolapse resulted, causing the patient pain. The tip of the cartridge (with iol inside) had to be cut off at the level of the incision. The tip was then removed, through an enlarged, 6 mm incision. The patient was treated with antibiotics (chloramphenicol) drops and timolol drops. Three sutures were used to close the enlarged incision. In the surgeon¿s opinion the device caused/contributed to the event.

Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a cartridge broke inside the eye with the intraocular lens (iol) still in the nozzle during a cataract surgery with iol implant. The incision was enlarged and sutures were required. Patient outcome is unknown. Additional information has been requested but not received to date.